Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening due to improper implant size selection, using too short of an implant, and not installing the implant fully across the si joint. Implant part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse implant, p/n 7045-90, lot# 493865, mfd. 03/27/17, exp. 2022-03-27, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7035-90, lot# 493839, mfd. 03/17/17, exp. 2022-03-17, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493834, mfd. 03/03/17, exp. 2022-03-03, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported to a different surgeon with complaints of no pain relief. The surgeon determined that two of the implants were loose and/or not fully across the si joint. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the three preexisting implants with chisels. He then installed two new longer implants of the same type and one trans-sacral screw. The status of the patient following the revision procedure is not known.